Manufacturer narrative:
Evaluation summary: one sample was received for evaluation in a sample bag along with its original open unit pouch. An attempt was made to inflate the returned sample. The distal cuff inflated without any issue but the proximal cuff failed to inflate. The sample was leak tested under water and leakage was detected from the proximal cuff. Further examination of the proximal cuff using the microvu shows a hole in the cuff body measuring 0.35mm in length. This type of damage is indicative of the proximal cuff coming in contact with a sharp utensil or object. The single wall thickness of the proximal cuff was measured away from the damaged area and found to meet the blueprint specifications. The reported defect could be detected on the sample returned for evaluation. The most probable root cause of this issue is the proximal cuff coming in contact with a sharp utensil or object. A review confirms this defect is reflected with an rpn of 23. No action required. All of our laser flex products undergo a four hour inflate/deflate test prior to release and it is at this stage of the process that any defects are removed from the lot. The damage detected on the unit returned for evaluation would not have passed this inspection. We would like to draw your attention to our instructions for use(IFU) where the following is stated ¿various bony anatomical structures (e.g., teeth) within the intubation route or any intubation tools with sharp surfaces present a threat to maintaining cuff integrity. Care must be taken to avoid damaging the thin-walled cuffs during insertion which would create the need to subject the patient to the trauma of extubation and re-intubation. If either cuff is damaged, the tube should not be used.¿ information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had an air leak. There was no patient involvement.